Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and device implant status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the emergency room (ER) due to an unspecified issue, and the patient was advised to contact the surgeon/physician. Additionally, the patient also mentioned being airlifted for emergent system extraction; however it was unclear whether this procedure referred to this system or a previous one. No adverse patient effects were reported.